Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The sample was submitted for investigation where discrepant high results were identified for elecsys ft3 iii (ft3 iii) version 1 between the customer¿s e801, an e801 module used at the investigation site (using both ft3 iii reagent versions 1 and 2) and the siemens centaur method. Refer to attached data for the patient results. It is not known if the customer¿s results were reported outside of the laboratory. The ft3 iii version 1 reagent lot number used at the investigation site was 551720 with an expiration date of 30-sep-2022. The customer¿s e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4).

Manufacturer narrative:
The ft3 iii version 2 result generated during the investigation is within the normal reference range of the assay and corresponds to the siemens result. The investigation determined the high ft3 iii version 1 results are consistent with an interference against the streptavidin component of the reagent. The ft3 iii version 2 assay has an improved robustness against streptavidin interference. From the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem.